Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction,it was observed, scratch was noted on the bending section cover (a-rubber), the adhesive on the a-rubber float, the engage did not work, the sound line was missing, the ultrasound image was abnormal, the paint of the air/water cylinder was peeling, the objective lens had scratches, the probe was missing, the probe adhesion was peeling, the image guide (ig) snake tube was scratched and the probe was scratched. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the forceps adjustment of the evis lucera ultrasound gastrovideoscope was malfunctioning. Upon inspection of the customer¿s returned device it was observed, foreign object was found adhered to the forceps base. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.